Event description:
Cook (B)(6) reported for the customer, "the catheter of the port detached from the port itself and migrated in the right atrium of the heart. It had to be removed surgically. The incident was noted yesterday, but the port was out of place on the (B)(6) 2013."

Manufacturer narrative:
(B)(4). One length of catheter (24 cm), one catheter lock, and one mini vital port were returned to the manufacturer. The catheter and catheter lock were not connected to the vital port when received by (B)(6). A visual inspection of the catheter showed no signs of leakage or burnishing. Bruising was noted at one end of the catheter, indicating the catheter was properly installed above the bump on the port's outlet tube. The investigation found evidence that the catheter was connected properly to the port. It is unclear why the catheter disconnected from the port body.